Event description:
It was reported that the power supply on the device had shorted. The user plugged the unit into the a/c wall outlet, heard a loud pop and saw a spark. The hospital stated that the reported issue was due to user error and not because of a part failure. They stated the user had placed a pack of wet cleansing wipes in the basket of the rolling stand, and the liquid from the wipes seeped into the power supply input connector, so it shorted out when the operator connected the power cord to the ac line. There was no damage to the monitor and no user or pt injury occurred.

Manufacturer narrative:
This report is a duplicate of MFR report # 9613557-2011-00013 which was submitted on (B)(4) 2011. This mfg site was relocated in (B)(4) 2011. The new location and associated registration number is 3008729547.